Event description:
Boston scientific received information that during a follow up it was noted that this device triggered middle of life 2 (mol2). Premature battery depletion was alleged. A follow has been scheduled. At this time the device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Subsequently during a revision procedure on the pace/sense right ventricular lead, the device was explanted and replaced. The device will not be returned.

Manufacturer narrative:
Should additional information become available this investigation will be updated.